Event description:
It is reported that a customer received a lost sensor alarm on her insulin pump. The patient's blood glucose level was at 244 mg/dl. The customer stated that there were no significant events that could have led to the button error alarm. Customer was helped with trouble shooting the device. The customer was in a hurry and needed to get off the phone. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.